Manufacturer narrative:
Concomitant medical products: unk competitor lead, implanted: (B)(6)1995. Evaluation summary: the device was returned and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that within one day post-av nodal ablation, the patient experienced palpitations and a racing heart rate. During a device check, it was noted that the device was pacing above the lower rate even though the patient was not active. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.